Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 06sep2019. The manufacturer's technical services (ts) confirmed the reported issue. The customer was provided with the part number to replace the data acquisition board. The customer ordered the data acquisition board to make the necessary repairs. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
The customer reported error proximal pressure sensor range error. The unit was in clinical use at the time the reported issue was discovered; however, there was no harm to the patient or the user.